Event description:
It was reported that the set screw was broken and was unable to be tightened to the device during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.